Manufacturer narrative:
H11: additional manufacturer narrative: initially, it was reported that an unknown model edwards valve implanted in aortic position was explanted after an implant duration of two (2) months and nineteen (19) days due to endocarditis. The reported onset occurred within 60 days. However, through investigation it was learned that it was a valve model 11400m29, implanted in the mitral position, that was explanted after an implant duration of two (2) months and nineteen (19) days due to endocarditis. A large vegetation was observed on echocardiography. The reported onset occurred within sixty (60) days post-implant with a noted episode of gastro-enterocolitis at approximately 45-60 days post-implantation. According to the information provided, antibiotic and antifungal therapies administered prior to explantation were ineffective, and all preoperative blood cultures were reported as negative. The explanted valve was replaced with a surgical valve of unknown size. Unfortunately, the patient passed away on the first postoperative day following the explant procedure due to septic shock. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Cases greater than 60 days or unknown implant duration are not reportable. Cases under or equal to 60 days with a known source or known microorganism (with microbiology memo) are not reportable. In this case the onset of endocarditis is less than 60 days and no pathogen was isolated in either pre-operative blood cultures nor device testing; however, the source of infection is considered to be related to the gastro-enterocolitis event which occurred at approximately 45-60 days post implant and was further complicated by the patient's history of a splenectomy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device was not returned for evaluation as it was infected with endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil this unknown model edwards valve implanted in aortic position was explanted after an implant duration of two (2) months and nineteen (19) days due to endocarditis. The reported onset occurred within 60 days. According to the information provided, antibiotic and antifungal therapies administered prior to explantation were ineffective. Unfortunately, the patient passed away on the first postoperative day following the explant procedure.